Event description:
Caller reporting, she experienced burning sensation and pain approximately five years ago (2015). "The pain has progressively gotten worse¿. She was also diagnosed with auto immune disease. She advised contact was made to the manufacturer and they implied she is basically on her own. Caller wants the implants out and believes it is the cause of the pain she has been experiencing. She confirmed with manufacturer about the device being recalled and she is aware implants can cause cancer. Caller wants the FDA to be aware of her adverse events and she would like to explant the devices as soon as possible.